Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sets would not stick well when they were sweating. The customer was given recommendations to improve adhesion. The customer also reported that their set fell off and their blood glucose level went up to hi on the meter. The customer declined troubleshooting on the insulin pump. The customer took about 15 units of insulin that brought her blood glucose level down to about 300 mg/dl. The device will not return for analysis.